Event description:
It was reported during an implant procedure on (B)(6) 2026 the patient had a reaction to anesthesia and their heart rate started dropping and the case was aborted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the patient was stable following the procedure.